Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the down arrow button is not responding to presses. The keypad is reportedly intact. The pump is reportedly worn against the body under a garment. This complaint is being reported based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button required multiple button presses and excessive force in order to elicit a response. The audio bolus button was found to be detached. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All of the other keypad buttons responded to button presses as expected and were found to spring back and click back normally. There was evidence of keypad contamination found under the key contacts.